Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the issue happened in the past and connection was regained at time of call to tandem customer technical support (cts). Cts instructed customer to contact cts should the issue arise again. No additional patient or event information was available.